Event description:
It was reported that during a gastric bypass procedure, the device was being used to transect a segment of small bowel. The device was fired, but fired an incomplete staple line. One side fired staples correctly, the other side had staples for the first half or 2-3cm. The remaining cut line on that side was open bowel. The opening was closed with suture and the case was completed with no pt consequences.